Event description:
A mother reporter her daughter experienced an "eye infection" following the use of complete moistureplus. The reporter indicated that the first time her daughter experienced an "infection" was in 2006 when she had sore, red eyes. She called her eyecare professional who prescribed vigamox (moxifloxacin), but did not evaluate the patient in the office. The symptoms cleared in a week or so. At the beginning of four months later, the redness returned. She was using a different unit of complete than in original month. She was seen by the optometrist in the same month, who again prescribed vigamox. The reporter indicated that the patient's contact lens case is changed monthly. The infection cleared and when the patient resumed lens wear (using new contact lenses and having discarded her lens case) and the infection returned. She was again evaluated by the optometrist who suggested decreasing lens wear time, changing contact lens brand and brand of disinfecting solution. At the time of the report, the patient was currently using vigamox again. Follow up information from the reporter indicated that the patient's condition resolved when she changed contact lenses to acuvue 2 and multipurpose solutions. We also received additional information from the patient's optometrist in 2007. He stated that the patient presented with a sore, tearing, red left eye. There was no mucus discharge. Slit lamp exam showed "numerous corneal infiltrates, left eye more than the right eye. No anterior chamber reaction was present." She was treated with vigamox, q1h for 5 days tapering to q2h for 2 more days. The patient returned in late 2006 for a full eye exam. At that time, she had some injection in both eyes, but the infiltrates had resolved. The patient had changed her contact lens solutions and thus far had been asymptomatic. He judged the event to be moderate in severity and possibly related to the use of the product. Root cause is unknown.

Manufacturer narrative:
Used for chemistry and batch record review. Complaint sample and retained sample met product specifications. Batch record review did not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint.